Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 30 mg/dl. Paramedics were called and assisted the customer by giving him food to consume. The customer did not go to the hospital. It was thought that the pump settings needed to be adjusted and was the cause of the low bg. Tandem technical support advised the customer to discuss the low bg with a healthcare provider.